Manufacturer narrative:
Correction to b5 (remove "system error 21502"), f10/h6: medical device problem codes (update the code) and h11. B5: update the statement to "it was reported that a novum iq syringe pump failed a flange sensor test. This issue occurred during recertification. It was also observed that there were multiple occurrences of the reported problem in the event history log". H11: update the statement to "an event history log review (ehlr) was performed, and it was noted that there were multiple occurrences of the reported problem". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that there were multiple occurrences of system error 21502 (flange sensor failure). During evaluation, the unit failed the flange sensor test. The grommet was inspected for proper installation and had passing results. The reported condition was verified. The cause of the reported condition was an issue with the mechanism and flange assembly. To resolve this issue, the mechanism and flange assembly required replacement. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed a flange sensor test (system error 21502). This issue occurred during recertification. It was also observed that there were multiple occurrences of system error 21502 in the event history log. There was no report of patient injury or medical intervention associated with this event. No additional information is available.